Event description:
Pt was presented to surgeon with hip discomfort. Radiographic evaluation suggested loosened acetabular shell. A revision surgery was performed to surgically replace acetabular shell, modular bearing insert and femoral head.